Manufacturer narrative:
(B)(4). Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
Event date removed as it does not apply.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient had a full revision because the implant had high impedances on all electrodes and the patient was having less effective symptom management. X ray imaging showed deeper migration of the original lead and the battery was turned over in the pocket. The issue was resolved at the time of this report. It was noted that the patient had a known history of a fall in (B)(6) which was reportedly what led to the event. Patient status at the time of this report was alive, no injury. The patient's father was questioning device failure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) confirmed that the device from 2014 was removed and replaced due to the implantable neurostimulator (ins) malfunctioning. The patient started experiencing the ins malfunctioning in (B)(6) 2015. The cause of the ins malfunctioning was determined to be that there was clear migration of the patient's lead. The troubleshooting performed was that impedances were assessed in the clinic, which were abnormal, and reprogramming was also attempted without success. The patient experienced a decrease in symptom control and radiating pain down their leg related to the malfunction. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.